Manufacturer narrative:
The insulin pump was received with blank-flashing white lcd due to corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test to flashing white lcd. Unable to verify critical pump error alarms due to blank flashing white lcd. Device was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, cracked battery tube threads, cracked reservoir tube lip loose ,peeling end cap address label, corrosion in battery tube, corroded force sensor and moisture damage on motor assembly's.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer went in the shower with the insulin pump. Twenty minutes after she left the shower, the insulin pump started alarming and the display went dark. The customer's blood glucose was 14 mmol/l at the time of the incident. Customer inserted a new battery but after removing the battery, the pump keeps alarming. Customer was advised that the pump will need to be replaced.